Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient injected in the cheeks/mid-face with juvéderm voluma® xc. Four months later, patient experienced ¿swelling after viral infection (not device related)¿. The patient was treated with hyaluronidase and kenalog 5 fu for the swelling. Symptoms are ongoing.